Event description:
It was reported to philips that the suite computer was unable to boot up, preventing a full system boot. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite computer was unable to boot up, preventing a full system boot. Upon troubleshooting, the fse found the required parts were initially unavailable, and the software couldn't be installed on the existing suite pc. To resolve the issue, the fse replaced the suite pc and hard drive, reloaded the software, completed functional tests, and recalibrated the table potentiometers. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.